Event description:
It was reported that there was a short in the extension found during an implantable neurostimulator(ins) replacement surgery. It was noted that the ins was replaced due to end of life (eol). The impedance between contacts2 and 3 was measured as 39 ohms. It was noted that the therapy parameters included these contacts. The reporter stated that the physician was unable to use therapy on the hemisphere in which the extension was implanted due to the short, therefore therapy had to be turned off on that side. It was noted that the extension was replaced and the impedance issue was resolved. The reporter stated that there were no patient symptoms or injuries related to this event. Additional information received reported that the battery was not thought to be defective and the short was found in the extension.

Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis of the extension, model # 37085-60, sn nkn019978v, found no significant anomaly. The conductor was stretched.